Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain lower and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and menorrhagia with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed 1231 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. C68798) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyreosis, bipolar disorder and menorrhagia. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (essure removal by laparoscopic hysterectomy and salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the uterine haemorrhage, abdominal pain lower and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, menorrhagia and uterine haemorrhage with essure. The reporter commented: events "menorrhagia" and "abdominal pain lower" were worsen after essure sterilisation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-jun-2018 for the following meddra preferred term: uterine haemorrhage. The analysis in the global safety database revealed 208 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 13-jun-2018: essure device removal questionnaire was received. Added patient's details (weight and height), concomitant condition, essure batch number (c68798). Added event uterine haemorrhage and its treatment. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure (batch no. C68789) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyreosis, bipolar disorder and menorrhagia. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and menorrhagia ("heavy menstrual bleeding"). The patient was treated with surgery (essure removal by laparoscopic hysterectomy and salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the uterine haemorrhage, abdominal pain lower and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, menorrhagia and uterine haemorrhage with essure. The reporter commented: events "menorrhagia" and "abdominal pain lower" worsened after essure sterilisation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.